Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother called to report that there was an emergency room visit due to the customer's high blood glucose levels. Customer's mother reported that the insulin pump excessively alarmed no delivery. Customer's mother stated that it usually takes a day or two after changing the infusion set for the no delivery alarm to occur. Customer's mother stated that the no delivery alarm occured twice in the middle of the night during basal. When the customer woke the next morning her blood glucose levels were out of control. Customer's mother stated significant events leading to the customer's hospitalization included large ketones and fever. Customer's blood glucose levels at the time of emergency room visit was 121 mg/dl. Customer was treated with tylenol, ibuprofen, and two bags of fluid IV's. The insulin pump did not undergo functionality testing at the time of the call. Therefore, the root cause of the issue could not be determined. Product is not being replaced.